Manufacturer narrative:
The valve was patent. It did not meet requirements for the siphon, reflux, and leakage tests. Tears were observed on both sides of the valve's siphon control device. It is unk or when this damage occurred. The damage precluded the pressure-flow and preimplantation tests. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during the implantation operation the device was found to be leaking. The physician used a new device to complete the operation. It was also reported that there was no injury to the pt.